Event description:
A site eng representative reported that, while in a cranial procedure, there was a general electrical energy shut-down and the navigation system re-started itself. The surgeon was in the navigation stage when the energy was cut off, the system re-started and opened on the main screen, enabling the surgeon to access the cranial software application needed and proceed. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site to trouble-shoot, reported that when the system was disconnected from the wall, the system turned off. The site reported they checked all the power connections and found them to all be working. The customer opted to notify a medtronic representative when they wish to have their system tested and/or any replacement parts. Recommendations were made to the site to use an external ups as protection for their navigation system computer. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
A medtronic representative reported that in this case there was a problem with the uninterruptible power supply (ups). When there is a power outage, the system shuts downs. The customer reported that the software works fine and they have been using the navigation system for surgeries using a working power outlet. The customer reported that they will check the system on their own and let us know if they will purchase a replacement part or request medtronic onsite service. Meanwhile, they are using an external ups as a backup. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Per the event description, the most likely cause was that the system needs a new ups battery since it will not stay powered when disconnected from a working power outlet. No parts have been returned to the manufacturer for evaluation and the site has chosen not to service their system.